Event description:
The patient received her scs system on (B)(6) 2008 including ipg. It was reported the patient's charger is having difficulty locating and charging the ipg. When she is able to charge it takes longer than normal to successfully charge her device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.